Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loc on stored in electrograms (egm's) as ventricular tachycardia (vt) stored episodes due to rv pacing with loss of capture (loc) followed by the intrinsic beat. Technical services (ts) was consulted and discussed the issue. To date, no adverse patient effects were reported. Subsequent information was received that this patient expired six months later. A portion of the lead was returned and there was no allegation related to the product performance and the patient's death.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the lead body showed cuts in the insulation at 48-50 mm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.